Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found a proximal stent damage with stent struts pushed distally and bunched on the proximal section of the stent. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. It was also noted during device examination that the guide catheter was damaged at 430mm proximal of the distal end of the guide catheter tip. The balloon cones were reviewed and no issues were noted on the distal balloon cone. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal balloon cone could not be reviewed for any damages as it was inside the guide catheter. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break at 890mm from the distal end of the strain relief was also noted. The types of damages noted are consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a kink located just distal of the hypotube/midshaft bond and a partial mid-shaft break at 20mm distal of the hypotube/midshaft bond. The types of damages noted are consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00mm x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was pulled back into the guide catheter, the stent hit the guide catheter and the proximal portion of the stent struts was damaged. The procedure was completed using a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00mm x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was pulled back into the guide catheter, the stent hit the guide catheter and the proximal portion of the stent struts was damaged. The procedure was completed using a different device. There were no patient complications reported and the patient's status was good.